Event description:
It was reported, that the patient experienced ventricular fibrillation with low flow alarms. The patient received multiple shocks from their implanted crt-d. Log file captured numerous low flow events on (B)(6) 2023 and (B)(6) 2023. There were no other unusual events recorded. And the device operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted, once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported event of ventricular fibrillation could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed the reported low flow alarms. The system controller event log file contained events from (B)(6) 2023, per the timestamps. Transient low flow hazard alarms were captured with elevated pulsatility index (pi) values. No other notable events or alarms were captured. The pump appeared to function as intended. Multiple attempts for additional information were sent to the customer and no further detail was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, is currently available. Section 1 of this document lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). The section entitled ¿system monitor¿ explains changes in patient condition can result in low flow. The section entitled ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, is also available. The section entitled "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 low flow reference card, explains that the low flow hazard alarm is triggered when pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.